Event description:
The device was returned for a valve 1 actuation failure. Confirmed the main pcba was shorted. This shorting of the main pcba prevented the electrical function needed to actuate the valves.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: pump problem no patient harm reported no stopped infusion. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.